Manufacturer narrative:
(B)(4). Batch # n9375e. The analysis results found that the el5ml device was received with no damage in the external components and a petri dish with 1 conforming and 2 clips partially formed. Upon cycling, the instrument was noted to be empty. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown surgery, the clips were formed in tear-drop shape with two devices in a row. Another device was used to complete the case. There were no adverse consequences to the patient.